Event description:
It was reported by the customer that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml was missing labels. There was one occurrence in this event with no patient impact. The following was reported by the customer, "customer is reporting missing mgit labels, missing barcode, applied crooked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml was missing labels. There was one occurrence in this event with no patient impact. The following was reported by the customer, "customer is reporting missing mgit labels, missing barcode, applied crooked."

Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2068228 was satisfactory per internal procedures. Formulation, labeling, and packaging processes were within specifications. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 2068228 does not show an excess of labels after manufacturing which would support the incidence of a tube without a label. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaint has been taken on this batch. Retention samples from batch 2068228 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All retention tubes had properly affixed legible tube labels and scannable barcode labels. Two photos were received to assist with the investigation: the first photo shows one tube from batch 2068228. The label is crooked and appears to be peeling off the tube. The second photo shows three tubes, from batch 2068228. One tube is missing labels. Two tubes the scannable barcode label is peeling off the tube. No returns were received to assist with the investigation. This complaint can be confirmed for missing label and label positioning based on the evidence provided by the photos. Bd will continue to trend complaints for missing tube labels, and label positioning. Notes: risk management review indicates the potential risks of the defects reported were assessed as severity [s1], per [baltrmlmbactecmgitaph ], rev [03], ID [6.2] for [missing label] and severity [s1], per [baltrmlmbactecmgitaph ], rev [03], ID [6.2] for [label position]... H3 other text : see h.10.